Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach outer insulation at the proximal region and external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-00226. This event was previously reported on MDR 2017865-2023-47956.